Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. The infusion set was in use for a couple of hours. No further information available.